Manufacturer narrative:
The arm of the 4-way stopcock that leads to the chamber assembly was cracked and fractured along a majority of its length. Due to the damage, the device did not meet requirements for the leakage test. It is unk how or when this damage occurred. However, this type of damage is likely attributable to improper use of cleaning solution. After cleaning with alcohol, the connectors should be allowed to air dry completely prior to connecting the system. This will avoid possible cracking of the connectors, as noted in the instructions for use that accompany the product. Also note that alcohol is the only permissible cleaning agent for use on the connectors of this product. A review of the manufacturing records showed no anomalies.

Event description:
It was reported to medtronic neurosurgery that a leak was found in the 3 way disconnect of the device. The pt was reported to have been in good condition following the event.